Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a little over 4 months post device change-out, the implantable cardioverter defibrillator (ICD) system was removed due to infection. No further patient complications have been reported as a result of this event.